Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to inappropriate tachycardia therapy episodes caused by noise on the pace/sense portion of the right ventricular (rv) lead. The noise was not able to be reproduced with pocket manipulation and isometrics. A revision procedure was performed and the rv lead was surgically abandoned and the device was explanted since it was close to its elective replacement time. No adverse patient effects as a result of the explant procedure were reported.

Event description:
Additional information received from the patient that prior to the issues reported earlier he experienced syncope and was taken by ambulance to the hospital.